Event description:
It was reported that an infection occurred during a trial. The lead was removed on a wednesday and the pt went to the emergency room thursday due to a fever. The pt required surgery three times to "scrape out infection." The healthcare provider now wanted to implant a permanent device and the pt was not sure if they wanted to go forward with the implant. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).